Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2024, a sample was collected from the patient. The sample was processed within 15 minutes per pi and tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024. This resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This result was not reported to the physician. Retest 1: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6) 2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. Retest 2: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6) 2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. The sample was kept at room temp between tests. Patient is less than 1 year old and was very sick with a high fever and left before any recollects could happen. Customer consulted with their phd. Pathology director who advised them to report it out all 3 viruses. Customer did not have any prior rsv positive samples on (B)(6) 2023, and positive qc was performed (B)(6) 2024. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2024, a sample was collected from the patient. The sample was processed within 15 minutes per pi and tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024. This resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This result was not reported to the physician. Retest 1: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6) 2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. Retest 2: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6) 2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. The sample was kept at room temp between tests. Patient is less than 1 year old and was very sick with a high fever and left before any recollects could happen. Customer consulted with their phd. Pathology director who advised them to report it out all 3 viruses. Customer did not have any prior rsv positive samples on (B)(6) 2023, and positive qc was performed (B)(6) 2024.

Event description:
Year correction: the sample was kept at room temp between tests. Patient is less than 1 year old and was very sick with a high fever and left before any recollects could happen. Customer consulted with their phd. Pathology director who advised them to report it out all 3 viruses. Customer did not have any prior rsv positive samples on (B)(6) 2024, and positive qc was performed (B)(6) 2024.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. On 02-feb-2024, a sample was collected from the patient. The sample was processed within 15 minutes per pi and tested on xpert xpress cov-2/flu/rsv plus on 02-feb-2024. This resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This result was not reported to the physician. Retest 1: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on 02-feb-2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. Retest 2: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on 02-feb-2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. The sample was kept at room temp between tests. Patient is less than 1 year old and was very sick with a high fever and left before any recollects could happen. Customer consulted with their phd. Pathology director who advised them to report it out all 3 viruses. Customer did not have any prior rsv positive samples on (B)(6) 2024, and positive qc was performed (B)(6) 2024. The year in the paragraphs in section b5 and h11 have been updated from 2023 to 2024 as a correction to a typo. The outcome of the investigation remains unchanged.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2024, a sample was collected from the patient. The sample was processed within 15 minutes per pi and tested on xpert xpress cov-2/flu/rsv plus on (B)(6) 2024. This resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This result was not reported to the physician. Retest 1: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6)2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. Retest 2: the customer retested the same original specimen on xpress sars cov-2/flu/rsv plus on (B)(6) 2024 which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv positive. This result was reported to the physician. The sample was kept at room temp between tests. Patient is less than 1 year old and was very sick with a high fever and left before any recollects could happen. Customer consulted with their phd. Pathology director who advised them to report it out all 3 viruses. Customer did not have any prior rsv positive samples on (B)(6) 2023, and positive qc was performed on (B)(6) 2024. This is a case whereby the xpert xpress cov-2/flu/rsv plus resulted in multi targets being positive. Flu b seems to be the etiologic agent of the patient's symptoms. It is unknown if the signals obtained from the other targets are due to low levels of the targets being present as contaminants or coinfections. After multiple attempts to reach the customer, cepheid was unable to make contact. No apparent product malfunction. The likely root cause in this case is inconclusive. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome.